Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was dislodged, the patient received inappropriate shock. The lead was capped and replaced. There were no further complications and the patient is doing well.